Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient who was receiving dilaudid (hydromorphone) (17 mg/ml at na mg/day) via an implantable pump for non-malignant pain. It wasreported that the patient stated that their pump alarmed today and then recovered about an hour later. The patient had no emi MRI or magnets. It was reviewed considerations of a motor stall and it was stated that the patient did not believe that either three of those were interactive. The result of the call was to write a diary of the pump alarms again.  No patient symptoms or complications were reported. Additional information was received that the patient was driving at the time they heard the alarm. The patient did not have an MRI. The patient called the healthcare provider (hcp) stating that the pump was alarming every 10 minutes or so. They met with the patient to read the device and troubleshoot. The logs showed a motor stall at 3:57 and the motor stall recovered at 5:09. The cause was not determined. The patient's weight was asked but not known. The issue was reported to be resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.